Manufacturer narrative:
This report is submitted on (B)(6), 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device currently remains insitu.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.